Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, and device return status but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. The subject device has not been returned. However, if additional information becomes available this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their issue. The clv-190 was receiving an error message and lighting the spare lamp even after the main lamp was replaced. The customer is planning to return the unit for repair; however, the device has not yet been received. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a lamp error message. According to the initial reporter, the spare lamp, not the main lamp, was lighting even after changing out the main lamp. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.